Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Sales rep reported that the drain came apart at the patient stop cock. The device and/or lot number is not available. Although leakage was not reported it is possible that there may have been leakage. As a conservative measure a report is being generated.